Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis that was filled to 400c. Deflation was diagnosed visually, and through palpitation post procedure. As a result, the device was replaced on (B)(6) 2017. The device was received at mentor without fluid. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination of the device, the product evaluation team observed a crease on the posterior aspect extending to the anterior. A rent measuring approximately 0.1 cm was discovered within the crease on the posterior aspect. No other anomalies were found. The complaint of deflation was confirmed since a rent was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of the brown material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis that was filled to 400c. Deflation was diagnosed visually, and through palpitation post procedure. As a result, the device was replaced on (B)(6) 2017.